Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit failed. Functional testing was performed and there was no failure detected related to the complaint. The receiver share log was downloaded and, upon review, confirmed the reported event of low transmitter battery. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the transmitter displayed a low battery message. Additional event or patient information is not available. Data was provided for evaluation. The reported event of low transmitter battery was confirmed. Additionally, a transmitter failure error was found in the course of log review. A root cause could not be determined. This complaint is reportable based upon the finding of transmitter failure error.